Event description:
The customer reported that they lost the spo2 parameter while monitoring a patient and did not receive any inop's.

Manufacturer narrative:
The customer reported that they lost the spo2 parameter while monitoring a patient and did not receive any inops. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).